Manufacturer narrative:
Testing and investigation found that channel 2 of the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due to a disconnected connector on the alarm assembly. The cause of the disconnected connector could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. During set up, prior to pt use, the devic displayed e301 (audio alarm failure) with no audible alarm tone. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The device was removed from clinical service. Therapy was initiated using a replacement device. During testing at the user facility, the device displayed e301 with no audible alarm tone. Though requested, no add'l info was provided.